Event description:
The manufacturer received information alleging a ventilator's oxygen percentage could not be set. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The oxygen blending module board and interface board were replaced to address the issues.